Event description:
Patient's left hip was revised to address dislocation. On this side, the head was depuy product; the liner was competitor product. Patient's right hip was revised to address leg length discrepancy.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Per the initial reporting, the surgeon will not release any additional information. The investigation could not draw any conclusions regarding the reported event with the information available, however, in the left hip it has been reported that the depuy device was implanted with competitor manufactured products. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.